Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use in the form of nicks and gouges. A post of the impactor was found fractured off the device, with all pieces returning. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The device has a potential field age of over 11 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. Complaint is confirmed with product return. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tibial impactor head fractured in half after subsequent strikes with the mallet during implantation of the tibial base plate. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.